Event description:
The respiratory therapist reported that during a bronchoscopy procedure being performed on an outpatient basis (pt statistics unknown) with a surgical laser, a tip of a laser fiber allegedly broke. The healthcare professional who gave this report, indicated that it was received as hearsay info. The device was discarded by the user facility & the pt did not experience any adverse consequences as a result of the event.